Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared in pump history near the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, tandem wall adapter, and working wall outlet, and was instructed by technical support to leave wall adapter plugged into known working outlet for at least 30 consecutive minutes to see if pump would begin charging, with plan for follow-up from technical support.